Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation the retain file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was performed by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The file sample evaluation for lot 384108 met the acceptance criteria and validity criteria that were established for the resp-4-plex false positive testing protocol. As a result, the product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 received a disposition of passed. A product deficiency was not determined by this review. Customer data review. Review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not determined by this review. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. A product deficiency was not determined by this review. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 and its components. This CAPA review did not identify any existing internal issues or non-conformances related to the reported complaint for lot# 384108 or component lot# 3841081. Additionally, a CAPA review was performed for part 09n79 to identify any existing internal quality records which could result in the reported complaint during production or internal use records that were potentially related to the reported complaint and part. No capas were identified to be related to the current investigation. A product deficiency was not determined by this review. Complaint history review: a complaint history review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 and its components. A product deficiency was not identified by this evaluation. According to complaint trending, a trend violation was not identified, and the upper control limit was not exceeded for product 09n79. A product deficiency was not determined by this evaluation for the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was not confirmed.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Additional mdrs for additional false positive results: 3005248192-2023-00182, 3005248192-2023-00180.

Event description:
The customer reported 1 false positive result on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested on (B)(6) 2023 and gave a flub result of 38.13. The samples were retested on genexepert as they were not in accordance with the patient's history. The false positive result was reported outside of the laboratory to the physician who requested the retest. There was no impact to patient management as the physician considers the negative result to be the true value.